Event description:
It was reported that the patient had not been using the purewick female external catheter because of urinary tract infections. It was noted that the patient had been using the purewick product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had not been using the purewick female external catheter because of urinary tract infections. It was noted that the patient had been using the purewick product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection. Per follow up via phone on 23feb2022, customer stated that the patient had 11 uti¿s in the past 14 months and they thought it was due to purewick use but the customer¿s doctor could not confirm. Patient has been prescribed amox clav for the latest uti. Customer stated that the patient was not currently using the purewick and that they only use it every now and then. Customer stated that the suction at the wicks does not seem to be as strong as the hospital suction.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.